Manufacturer narrative:
B5: date of event estimated. D4: and h4: the device expiration and manufacturing dates could not be provided as the device part and lot number were not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report #mw5151835.

Event description:
User facility medwatch report (#mw5151835) received, stating: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose failed and required intervention with a viabahn covered stent. The patient was stable. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.